Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including dyslipidemia and renal insufficiency.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3000tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of six (6) years and two (2) months due to degeneration leading to severe symptomatic aortic stenosis. As reported, the patient began to be symptomatic (shortness of breath, heart failure episodes, chest pain, and syncope) requiring investigation of the bioprosthesis. An echo performed approximately the previous ten (10) months showed a mean gradient of 41mmhg and peak gradient of 74mmhg, ava of 0.6mm2, ef of 50 to 55%. A 26mm transcatheter valve was implanted within the edwards surgical valve. Procedure was well tolerated and the patient was doing well at the end of the procedure.